Event description:
Customer reported the pump was alarming with a blank screen and blinking. The pump was evaluated. The evaluation of the pump verified the customer reported issue of alarming with blinking red leds. The battery was disconnected and re-connected to clear error. Error 99 was found during a manual pull of the event log on the pump. The cpu and power supply pcbs were replaced to resolve error 99. After repair, the pump was found to meet specifications.